Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 496 mg/dl at the time of incident. The customer's blood glucose was 226 mg/dl at the time of hospitalization. The customer's blood glucose was 256 mg/dl at the time of call. The customer's mother stated that they were given fluids through IV to treat the blood glucose. The customer's mother stated that they were vomiting. The customer's mother stated that they were wearing the insulin pump during hospitalization. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they found air bubbles in the tubing. The customer's mother was advised to deliver fixed prime into air until the bubbles were no longer visible. The customer's mother stated that they were filling the reservoir with cold insulin. The customer's mother declined to check for setting issues. The insulin pump will not be returned for analysis.